Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Event date: unknown. Patient information was not provided by reporter. (B)(4). Implant date: unknown. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). A device history record review was performed of both manufacturing and sterility records for the subject device. With regard to sterility, no non-conformance records (ncrs) were generated during production and the review showed that there were not issues during the manufacture of the product that would contribute to the complaint condition. One ncr was generated during the manufacture of the subject device lot. There were 5 parts detected with possible milling traces nearby the head. These parts were reworked and were within specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the patient experienced a ¿snap¿ sensation in the treated leg/thigh area on september 5 (year not reported) and then again on (B)(6) (year not reported). After this occurred the patient reportedly could not use the affected leg. On an unknown date, it was discovered that the patient¿s locking compression distal femur plate (implanted on an unknown date) had broken. The patient underwent revision surgery on (B)(6) 2015 and the broken plate was removed. The patient was revised with an expert lateral femur nail. This report is 1 of 1 for (B)(4).